Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2023 as this was one year post procedure and the reported complaint notes that the event occurred at the one-year CT scan.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the one year follow up computed tomography (CT) scan, a 5mm uncovered lobe was seen, which was verified with additional transesophageal echocardiography (tee). No further information was provided regarding any additional course of action to treat the uncovered lobe.

Manufacturer narrative:
B2: outcomes attrib to adv event - updated based on plug intervention. B3: date of event - corrected and updated to 15 february 2024 based on additional information received. B5: describe event or problem - updated to include note on date of when the CT that identified the uncovered lobe was performed and note on plugging of uncovered lobe. H6: impact codes - updated.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the one year follow up computed tomography (CT) scan, a 5mm uncovered lobe was seen, which was verified with additional transesophageal echocardiography (tee). No further information was provided regarding any additional course of action to treat the uncovered lobe. It was further reported that the CT follow up where the uncovered lobe was noticed occurred on 15 february 2024. A plug was planned to be inserted on (B)(6) 2024 to treat the uncovered lobe.